Event description:
The customer reported that they received an erroneous result for one patient sample tested for hemoglobin a1c (hba1c). The sample initially resulted as 3.4 % accompanied by a data flag and this value was reported outside of the laboratory. The initial value was questioned because the patient had a high glucose result "in the 500's" mg/dl. The customer allowed the sample to settle and repeated it on integra 800 serial number (B)(4) resulting with an hba1c value of 0.0 % accompanied by a data flag. The sample was diluted 1:1 and repeated on integra 800 serial number (B)(4) resulting as 17.3%. The customer did not believe any values to be correct and requested a re-draw of the patient. The patient was not adversely affected by the event. The hba1c reagent lot number was 66927201 with an expiration date of 01/31/2014. The customer declined a service visit.

Manufacturer narrative:
The initial report for this event stated that the initial hba1c result was 3.4%. New information was received from the customer. The customer could not confirm if the final calculated hba1c result was 3.4% or if the 3.4 was an absolute value used in calculation of the final hba1c result. All sample repeats were performed on (B)(6) 2013. The customer provided new information stating that the hba1c value could not be calculated for the first repeat done after allowing the sample to settle. This value was initially provided as 0.0 %.

Manufacturer narrative:
A root cause could not be determined with the limited information provided for investigation. Additional information and patient sample are not available for further investigation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.